Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed no device vibration on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's father to test alert functionality and reported alerts were not functional. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported of no vibration.